Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that two days ago, the patient started experiencing severe pain where the ins was located. They experienced burning and stabbing sensations as well as being swollen and hot. They did not have any falls nor trauma prior to this but wanted to know what could be happening. They had already been on antibiotics for two weeks, however, it was not asked why they had been on antibiotics for the past two weeks. Their primary doctor thought it was an infection. The right side of their back was fine, the middle of their back had a massive knot, and the left was swollen, red, and painful. Troubleshooting was unable to be performed as no troubleshooting could be done due to the nature of the event. They had not turned stimulation off as of yet. The patient was redirected to their healthcare provider to further address the issue and discuss the pain and burning at the pocket site. It was also reviewed they could consider turning stimulation off in the meantime to see if that helped with the stabbing. There were no device issues or further patient complications reported at this time.